Event description:
Clinical notification received for revision of right total hip to address dislocation date of implantation: (B)(6) 2014. Date of revision: (B)(6) 2022. (Right hip) treatment: revision of depuy femoral head and competitor acetabular liner.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays were reviewed, and there is no evidence of dislocation. Therefore the complaint cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number and product code was provided for this device.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient received a right hip revision to treat an unreducible dislocation of the competitor liner and head. Upon entering the joint, the surgeon identified and evacuated a massive amount of old hematoma. There was a small trochanteric fragment around the proximal femoral replacement that was excised. The surgeon notes the competitor liner had been compromised when the previous surgeon customized the implant during the implantation causing some impingement in abduction. The patient was revised with a competitor liner that was cemented into the retained pinnacle cup utilizing competitor cement. The femoral head was revised with a ceramic head. The femoral stem was retained. The procedure was completed without complications.